Event description:
Boston scientific received information that during a routine device change out procedure, difficulty loosening the right ventricular (rv) pace/sense set screw was encountered. The set screw was unable to be loosened and the rv lead had to be cut and capped. There were no adverse patient effects reported. The device is to be returned for analysis.

Manufacturer narrative:
As of today, the device has not yet been returned. Should additional information become available, this report will be updated.

Event description:
The lead has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The lead was returned severed approximately 11 centimeters (cm) from the terminal pin. This segment of the lead had been removed from the device header without difficulty. All seal rings on the is-1 terminal connector revealed on issue. Laboratory analysis did not reveal any defects that would have caused or contributed to the observed clinical behaviors.